Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional dragonfly opstar device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported the turntrac and optical coherence tomography (oct) dragonfly opstar imaging catheter were delivered without any problems distal into the left anterior descending (lad) lesion. However, after the third successful image, removal of the dragonfly catheter was not possible, it was stuck with the turntrac guidewire. Both the turntrac and the dragonfly were removed together. The turntrac was inspected outside the patient anatomy, and it was observed that the distal tip of the turntrac was broken and it seems like the coils are not in the correct position. The turntrac was stuck in the oct dragonfly catheter. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break was not confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, analysis of the returned guide wire was unable to confirm the reported tip break. The analysis discovered misaligned coils on the distal end. This type of damage is consistent with interaction between the guide wire and the anatomy or an accessory device. It is possible that the misaligned coils impacted the clearance between the guide wire and the dragonfly optical coherence tomography (oct) catheter, resulting in the reported difficulty during removal; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.